Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the sensor failed and was removed. After removal, she placed a new sensor on the same arm in a different location. She then began to experience symptoms such as swelling and redness, which worsened each day. The reaction was further described as infection underneath the sensor pod area. On (B)(6) 2026, the patient visited a clinic due to the skin reaction symptoms and was diagnosed with cellulitis. The patient was prescribed oral antibiotic amoxicillin/potassium clavulanate 125mg 2x a day for seven days. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.